Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation the previous night and she was "hurting very bad." The patient checked her implantable neurostimulator (ins) with the programmer and it said power-on-reset (por). The patient did the "reset" as instructed in the book and the stimulator turned on and continued to work normally. It was noted that the patient "never lets the battery go down and she never turns it off for the pain in her legs". It was noted that the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708340. Serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot # v095777, implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).